Event description:
The report from the field indicated that: a pt underwent a procedure to ann angulated mid lad. The lesion was about 40mm long. A 2.5x 28mm cypher stent was placed at 12atm, then postdilated with the stent balloon at 12atm. A second 2.5 x 28mm cypher was deployed proximal to the first by 3-5mm; it was postdilated with the stent balloon at 12atm. Per report, the stents were placed at a site with moderate flexion. A follow-up angiogram showed a fracture in the distal stent. Four months after index, the pt was recatheterized and the distally placed stent was observed to also be restenosed. The restenotic area was stented with a taxus. The pt is reportedly okay.